Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the guidewire returned inside of a protective hoop together with its original opened pouch. The distal tip protruded from the protective hoop and it was possible to observed that the spring tip was stretched and kinked. The guidewire was easily removed from the protective hoop. No more visual damages were found in the device. Microscopic inspection revealed that besides, the spring tip was stretched, it was encountered that the core wire was separated from the distal end solder ball; the core wire measured approximately at 129.87 inches from the proximal end. Dimensional inspection revealed that the overall length and distal tip od did not meet specification due to the core wire separation and the stretched spring tip. The od of the middle and proximal sections were within specification.

Event description:
Reportable based on device analysis completed on 20aug2020. It was reported that the rotawire was kinked. The target lesion was located in the calcified left anterior descending artery. A 330cm rotawire was selected for use. During preparation, when unpacked, it was found out that the device was kinked. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there was a core wire separation.